Event description:
Information was received indicating that cadd solis vip pump malfunctioned. It was reported that when working in manual programming, the air sensor has low activation marked. The air alarm does not go off despite voluntarily introducing a large air bubble. The pump continues to infuse, and the air alarm is never activated. It was also reported that some units also had an issue with leaving a residual volume of liquid between 12ml and 20ml even though the units alarmed that they were empty. There were no adverse events reported as the issue occurred during a pre-test.